Event description:
It was reported that the sys 9900 locked up during a procedure. The sys could not be used to complete the procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro function, generator interface, rtos, and gpos circuit boards along with the hard drive were replaced as a total upgrade. Power supplies ps1 and ps2 were also replaced. The sys was tested and found to be working as intended and placed back into svc. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-08485. That number had already been submitted for model 9800, serial # (B)(4), submitted on (B)(4) 2007. We are submitting this report to replace the duplicate report number for this device.